Event description:
The customer reported the system failed to generate an image. This resulted in loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.